Event description:
Boston scientific received information that this pacer was part of a system revision due to pocket staphylococcus infection. This pacer was explanted and was used as a temporary external pacer. Subsequently, this pacer was taken out of service when a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.